Event description:
The reporter indicated that on (B)(6) 2024 due to refractive surprise, the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -9.50/4.0/112 (sphere/cylinder/axis) as a replacement into the right eye (od) of a patient with pre-existing keratoconus and previous corneal and refractive surgery. The problem was not resolved. Post op-edema is reported.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: 6 week post op after wound revision. Visual acuity improved. The patient is happy. Claim# (B)(4).